Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received a report that a pipeline could not open and encountered resistance with a phenom catheter. The patient was undergoing surgery for treatment of a saccular, unruptured intracranial aneurysm located on the left c4¿c6 dissecting aneurysm with a max diameter of 11mm and a 10mm neck diameter. The landing zone was 3.3mm distally and 4.4mm proximally. The access vessel was the right femoral artery measuring at 7.5mm. It was noted the patient's vessel tortuosity was moderate. The angiographic result post procedure was normal the operator used a flow-diverting stent ped2-450-35 to treat an intracranial aneurysm. The catheter fg15150-0615-1s was advanced to the m2 segment of the middle cerebral artery, and the stent was delivered to the target position. During delivery of the stent, significant resistance was felt at the mid-to-distal segment. The operator attempted to deploy the stent by increasing or decreasing tension, but the distal end of the stent could not be opened. The operator then tried to slowly withdraw the system as a whole, but the distal end of the stent still could not be opened. The operator attempted to recapture the stent three times and redeploy it, but the tip end still could not be opened. As the stent was 35 mm long, the operator could not continue deploying it to complete the procedure and was concerned that further attempts might pose greater risk if the stent remained unopened. Therefore, the catheter and the stent were removed and the products were returned. The procedure was completed without implanting a flow-diverting stent. The p ipeline failed to open at the distal section. And was resheated more than 2 times. Less than 50% of the pipeline deployed when it failed to open. The catheter was flushed and all devices were prepared as indicated in the IFU and no patient complications were associated with this event.